Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2017. On (B)(6) 2017 customer had vomiting, though had flu bg was 150mg/dl at that time, blood glucose value began to rise due to dehydration from vomiting. On (B)(6) 2017 customer started having chest pain and difficulty in breathing. Customer¿s blood glucose value at time of incident was 717 mg/dl and current blood glucose value was 124 mg/dl. The customer was treated with syringes. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.